Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 19mm trifecta gt valve was chosen for implant for an aortic valve replacement. During implant, a densely calcified native valve with a pointed orifice was found; the valve was successfully implanted. The surgery had no complications or deviation from the usual surgical technique. On (B)(6) 2022, a grade iii valvular insufficiency was found. Echocardiographic images were performed and evaluated, and the insufficiency of the prosthesis was determined to be valvular and not paravalvular. On (B)(6) 2022, the valve was explanted and a new 19mm trifecta gt valve was successfully implanted with no reported complications. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of inadequate coaptation of the leaflets was reported. No anomalies were noted to the valve and the leaflets, however functional testing at the time of manufacturing indicated the valve coapted properly upon closing but showed signs of flutter on one of the three leaflets upon opening. This test ensures proper leaflet coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of damage seen on any of the leaflets. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Two images from the filed appeared to show a valve in closed position implanted inside the patient.

Event description:
It was reported that on (B)(6) 2022, a 19mm trifecta gt valve was chosen for implant for an aortic valve replacement. During implant, a densely calcified native valve with a pointed orifice was found; the valve was successfully implanted. The surgery had no complications or deviation from the usual surgical technique. On (B)(6) 2022, a grade iii valvular insufficiency was found. Echocardiographic images were performed and evaluated, and the insufficiency of the prosthesis was determined to be valvular and not paravalvular. On (B)(6) 2022, the valve was explanted and a new 19mm trifecta gt valve was successfully implanted with no reported complications. The patient was reported to be in stable condition. Subsequent to the previously filed report, additional information was received that the during the explant of the valve, it was noted that there was a lack of an adequate coaptation of the leaflets. There were no signs of thrombus, calcification, leaflet deformation, torn cusp, or general structural valve deterioration on the valve. The patient was reported to be fully recovered and discharged home.